Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the tube connector had physical damaged. It was observed when the tube prepared with ball and when uncapping the match that goes from the tube to the anesthesia circuit. There was no patient involvement.